Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, in the middle of the surgery, the surgeon saw that in the tip of the permanent cautery hook the cable was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the fae reported that it could either be a frayed grip cable or a foreign object lodged in the instrument. Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and it was found to have a derailed grip cable at the distal idler pulley. The probable root cause of a derailed cable is attributed to a loss of cable tension which may have resulted from a stretched able due to an unknown component failure.

Event description:
Refer to h11 for follow-up information.